Manufacturer narrative:
It was reported that the device made loud noise and the compressor was unintentionally going into standby mode. There was no patient harm. The issue was decided to be reported as it may lead to stop of ventilation. Identification of issue has been done by analyzing problem description and service report. The issue has been resolved by replacing standby valve and the device was delivered to the user in working condition. The standby valve shall put the compressor in standby when wall air is connected and shall start to supply compressed air when no wall air is connected. Based on prior investigation, the most probable cause to the failure is a leakage in the valve piston resulting in wrong pressure measurement. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #:(B)(4).

Manufacturer narrative:
**UDI related data quality updates ** . A correction of fields # d1 brand name and # d4 version or model # were required. D1 ¿ brand name - previous brand name: compressor mini, corrected brand name: compressor mini 115v 60hz. D4 ¿ version or model # - previous version or model #: compressor mini 115v, corrected version or model #: 6481779. The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the compressor was unintentionally going into standby mode. There was no patient harm reported. Manufacturer's ref. #: (B)(4).